Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5, h6 health effect-clinical codes and medical device problem codes. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
CT results from approximately 2 months after initial reporting were provided by patient approximately. CT results indicated no fracture or dislocation. Osteolysis around the glenoid component. It was noted the peripheral pegs were displaced with the glenoid component. Additional fractured metallic fragment was noted in the inferior joint space. The humeral component was well fixed but indicated to have a minimal amount of bone loss but a fair amount of bone loss on the glenoid side. Patient will be revised to a reverse tsa. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, d1, d4, d6b, g4, h6. MDR section codes updated/corrected: a, b, f, g. The pain, osteolysis, and joint instability reported in may have been the result of the glenoid loosening, subsequent migration, and prosthesis fracture as reported. The reported glenoid migration may have been a result of unreported uncemented use or improper glenoid seating and failure of the joint between the native glenoid bone and the glenoid¿s pegs. This may have been exacerbated by the rocking horse effect, eventually creating loosening of the glenoid component. The migrated glenoid component likely resulted in instability of the joint. The reported fracture of one of the glenoid¿s subcomponents may have been the result of the bending stresses that acted upon the glenoid during loosening which likely caused acute pain. Additionally, the osteolysis found in the patient¿s radiographs may have been the result of (1) unreported osteoarthritis of the glenohumeral joint, which is supported by the patient¿s medical history of osteoarthritis of their acromioclavicular joint, or (2) the migration of the glenoid component into the glenohumeral joint space which caused direct contact between the patient¿s native bone and the poly component, leading to wear of the native bone. The osteolysis and glenoid migration could have also contributed to the acute pain. However, the reported failures and this sequence of events cannot be confirmed and the underlying reason and/or any contributing factors to the event cannot be confirmed as the devices were not returned for evaluation and no photos or radiographs of the revised devices were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6), 314-13-22 - equinoxe cage glenoid s, post aug, left. (B)(6), 300-20-02 - equinox square torque define screw drive kit. (B)(6), 310-01-44 - equinoxe, humeral head short, 44mm (alpha). (B)(6), 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6), 300-30-06 - equinoxe preserve stem 6mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent a left total shoulder arthroplasty approximately 36 months ago. The patient reports within the last several months both her shoulder replacements have lost pins requiring revisions. A revision date or planned revision date is unknown. No medical records or operative reports have been provided. No additional information is available.